Manufacturer narrative:
Field service engineer troubleshot per service manual and found no power (25 vac) at the collimator and traced it back to the locks collimator pcb. Fse found the 250v 10 amp slow blow fuse was open and replaced the fuse. Collimator then powered back up. Fse was not able to determine cause of open fuse. Fse verified proper operation per of system per hydradjust dr system service checklist. System returned to full service by the customer.

Event description:
On (B)(6): customer reports that a male was undergoing a stone extraction with stent placement procedure when fluoro and rad imaging failed. Physician had just placed stent; portable x-ray images were taken to document. No reported injury.